Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the hospital stated the following: the device fired but, the metal base of the cartridge disengaged and had to be removed separately from the pt. The hosp would not release the product, until it is releaseed by risk mgmt. There was no consequence to the pt.